Event description:
It was reported that the wake button did not function correctly. The customer experienced an elevated high blood glucose level. A specific bg value was not provided. A manual insulin injection was administered to the address bg level. Tandem technical support confirmed the wake button functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.